Event description:
A dreamstation CPAP pro was returned to a third party service center. During evaluation of the device, foam particles were observed within the device. There was also missing foam. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was scrapped.